Event description:
It was reported that upon review of the electrograms, it was noted that the atrial lead exhibited undersensing. The device was reprogrammed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.